Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with dehydration. Symptoms reported include nausea. The patient was treated with nausea zophran and two bags of fluids sodium chloride and lactated ringers. The patient reported that their pdm was not holding charge. The patient was released the same day. The pod was worn when seeking medical attention.